Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient has been revised due to pain.

Manufacturer narrative:
Reported event was confirmed by review of medical records. The revision surgical notes indicate that the post operative diagnosis was loosening. The femur came off easily with the use of an oscillating saw and osteotomes. Visual examination of the returned femoral noted that it exhibits signs of being implanted. The backside of the femoral implant is covered with bone cement remains. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient was revised due to pain and loosening.